Event description:
Pt status post nail and screw implantation in approx (B)(6) 2011 was found to have a broken nail, screw and non-union on an unk date. Pt was returned to the operating room on (B)(6) 2012, hardware was removed. Surgeon noted the non-union was due to the pt's bone biology. It is not known what the pt was revised to. Add'l info has been requested. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.